Event description:
It was reported to boston scientific during an endoscopic retrograde cholangiopancreatography of the common bile duct, as they were backloading the wire, they were not able to get the wire out of the "c" channel. The case was completed with the use of another similar device. The patient is reported to be fine.

Manufacturer narrative:
Other: wire could not be removed from "c" channel.